Manufacturer narrative:
The lot number for the device was provided. A review of the device history records was performed and it was confirmed that the lot met all release criteria. This is the only complaint reported to date for this lot number for this failure mode. The device was returned and evaluated. The results of the investigation confirm the reported complaint for lumen length variance. The variation of lumen lengths were measured and found to be outside of the variation tolerance for lumens 1, 2, 3 and 4. It is unknown whether environmental or patient factors caused or contributed to this event. The investigation is unconfirmed for a leak as no leaks were identified in the balloon during leak testing. The current IFU (instructions for use) states: important: the applicator must remain as straight as possible and free of sharp bends and kinks when connected to the hdr afterloader. Treatment length measurements should be obtained prior to each treatment length measurements should be obtained prior to each treatment fraction with the device in the same orientation as treatment. Orientation should remain consistent for each treatment fraction. Radiation delivery: using treatment lumen #1 stripe as a reference, note the orientation of the contura applicator. Verify correct applicator orientation, balloon position, balloon volume, skin spacing and conformance using imaging prior to delivery of each fraction of radiation. Adjust if necessary.

Event description:
It was reported that prior to the first treatment session for a breast brachytherapy procedure, the multi lumen balloon catheter had a leak in lumen 5 and prior to treatment fraction four, three of the remaining four lumens had a variance in the length measurement. The length measurement on lumen 4 increased approximately 5 or 6 mm; lumen 1 increased approximately 4 mm; and another lumen increased approximately 2 or 3 mm. The treatment plan was revised and the procedure was continued. There was no patient injury reported.